Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, constipation, swelling, inflammation, dehiscence and drainage loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/10/2018.

Manufacturer narrative:
Date sent to the FDA: 5/23/2021 corrected information: manufacturing site name and address.